Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
It was reported that a procedure was prolonged with the use of the pst 500 surgical table when one of the table¿s retractable feet ¿lifted 5 seconds after¿ being engaged. The customer reported that the procedure was prolonged by 20 minutes as a result of the surgical staff attempting to receive assistance from the distributor to troubleshoot the issue. Follow-up confirmed that there was no patient injury and no unintended movement of the patient. The device was not removed from service at the time of the event, the surgical staff continued the ent procedure on the associated table. No harm or significant impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
During on-site investigation, service technician of our distributor confirmed the issue with the retractable feet. The affected pst 500 was returned to the manufacturers plant for further investigation and repair. It was identified, the retractable feet will not lock correctly. A baxter technician exchanged the hydraulic unit, and the device was checked for correct functionality. The device was then released for further use. Further investigation of the hydraulic unit was completed by the supplier of this part. It was determined that air in the system caused the pressure to not be fully built up on the cylinder, which prevents the retractable feet from being fully extended. The supplier already changed the manufacturing process to ensure that all air is removed. The pst 500 medical device is a mobile, configurable operating table intended to be used with additional, specific tabletop sections, pads, and accessories to position patients during surgery, from the administration of anesthetic to the actual surgery and recovery from anesthetic. The operating table has a parking brake in the form of four retractable feet that can be lowered at all 4 wheels. When the parking brake is activated, the operating table rests on the retractable feet and cannot be shifted. The parking brake must always be activated when a patient transfer takes place or when an operating table is parked. The device¿s parking brake function can be activated and released by the device¿s column keypad or the remote-control keypad. The device IFU provides the following for activating the parking brake: press the lock icon key on the remote control or column keypad until an acoustic signal sounds. The led strips on the running gear flash in green while the retractable feet at the wheels are extended. The parking brake is activated when the indicator next to the button on the column keypad lights up. The status of the brake is indicated on the keypad as well as the remote. The device provides audible and visual alerts of potential safety issues with the intent that the customer will take the appropriate action to resolve the issue. If a movement is requested while the table is in an un-braked state, the led strips on the running gear flash yellow three times, and an audible alert will sound. The following troubleshooting steps are noted in the IFU regarding activating the brake when a movement is requested in the un-braked state activate the parking brake of the operating table and then press the function button once again. The operating table may only be used for surgical interventions while it is braked. In this event, there was a delay in the procedure reported, the customer confirmed that no injury occurred which concludes no serious injury occurred. Additionally, the customer reported that no unintended movement of the patient occurred, and that the procedure continued and was completed on the associated table without any further reported issues. Although this event did not result in patient injury, if the report of table¿s retractable feet retracted were to recur, it could potentially cause serious injury or death. Therefore, baxter is reporting this event.

Event description:
It was reported that a procedure was prolonged with the use of the pst 500 surgical table when one of the table¿s retractable feet lifted 5 seconds after being engaged. The customer reported that the procedure was prolonged by 20 minutes as a result of the surgical staff attempting to receive assistance from the distributor to troubleshoot the issue. Follow-up confirmed that there was no patient injury and no unintended movement of the patient. The device was not removed from service at the time of the event, the surgical staff continued the ent procedure on the associated table. No harm or significant impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint # (B)(4).